Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with an hcg urine standard at the qc cutoff as well as a middle positive hcg urine standard. All devices produced expected positive results at the read time. The product met the qc release specification. False negative results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the following events occurring on one patient: on (B)(6) 2017, a urine sample was collected from the patient and produced two negative hcg results using two innovacon hcg urine devices. A laboratory test was performed the same day and produced an hcg result of 236 iu/l. No treatment or intervention was provided or withheld based on the innovacon hcg urine results. The customer also provided information regarding two additional false negative results occurring on the same patient but a different lot number. These events are being reported under MDR# 2027969-2017-00121.

Manufacturer narrative:
Corrections: lot number corrected to hcg7040054.